Manufacturer narrative:
Concomitant medical device: dtba1d1 crt-d: implanted on (B)(6) 2014.

Event description:
It was reported that a fracture was confirmed on the epicardial left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.